Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The clogged endoscope accessory was made by non-olympus. Omsc determined that the user was using aspiration function when the event occurred. Therefore, there is a possibility that the customer was trying to remove the accessory using the endoscope¿s aspiration function. The olympus endoscope¿s instruction manual does not instruct the user to do so. The customer's misuse may have resulted in the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. In the incoming inspection of the device for the repair of ofr the following was confirmed; the reported event appeared to be caused by a clogged endoscopic accessory when the user was suctioning fluid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device returned from the customer and found that the suction channel was clogged with a fragment of an endoscope accessory. There was no report of patient injury associated with this event.